Manufacturer narrative:
Correction: section h imdrf annex a and g.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device went offline during the scheduled 1.7.4 upgrade. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went offline during the scheduled 1.7.4 upgrade. A field service engineer (fse) attempted to remotely access the station but was unable to connect. The fse restarted the station and was able to connect remotely after the reboot. The fse confirmed that the technical support specialist dialed into the station and completed the remote update. The fse verified that the station was up and running and that the upgrade was complete. The fse performed a proactive inspection of the device. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device went offline during the scheduled 1.7.4 upgrade. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.